Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced increasing resistance when attaching luer connectors to the ilet, with one instance of insulin odor and visible bubbles in the connector near the tubing while using fiasp prefilled cartridges; insulin delivery continued and blood glucose rose to 250 mg/dl for about two hours after a meal. Symptoms included hyperglycemia without other clinical effects. Outcomes included no hospitalization, no medical intervention, and continued use of therapy without backup treatment. Investigation included requesting return of the affected luer connectors for evaluation. Investigation of this case revealed a suspected connection or sealing difficulty at the luer interface leading to air entrainment and insulin leakage, consistent with a connector-to-device fit issue. It was concluded, based on previously established findings for similar reports, that the cause was likely product performance related to the luer connector interface.